Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device only powered on while plugged into the cable. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer initially reported that their abbott diabetes care device only powered on while plugged into the cable. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Reader did not power on with button depression, strip or usb cable insertion. Built in reader test was unable to be performed. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks was observed. An extended investigation has been performed. A visual inspection was performed on the pcba (printed circuit board) of the returned reader using digital microscope and burn marks were observed on u13. Glucose data readings was not giving any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench to perform functional testing. The returned battery was measured to be not within specification. A known good battery was used for the remainder of testing. Hot spots were observed on the reader both while the reader was being charged and while it was not. Reader self-test was unable to be performed due to the observed blank white screen on the reader. The reader was monitored under a thermal camera during operation and hot spots were observed on the cpu, u5 and u13. Off-current consumption test was performed to check the current draw of the returned reader with an stm processor and the result was higher than the specification range. Which was indicating that reader was drawing excessive electrical current from the battery. A voltage of 1.7v was observed on r100 pulldown resistor and any voltage across this resistor was the evidence of excessive voltage/current bypassing the stm vbus protection circuit. This excess voltage/current through the cpu, u13 and u5 ic components could permanently damage the components and systems such as i2c communication. This can also exhibit hotspots when the reader was attempted to be charged or powered on. It was determined that this issue was caused by the customer using a non-abbott provided usb adapter. The reported field event of the "reader not turning on" was observed. It was determined that this issue was caused due to customer was using a non-abbott provided usb adapter. The use of the incorrect usb adapter can result in faulty components, which in turn can cause components to overheat. Therefore, this issue is not confirmed to use due to incorrect adapter used. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable, and adapter was reviewed and the dhrs showed the libre reader, cable, and adapter meet specifications prior to release to distribution. If cable and adapter is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.